Event description:
Seven months after the index procedure, the patient was admitted to the hospital with an acute myocardial infarctiion. 75% stenosis was found in the cypher stents. Thrombus was found in the left main and during aspiration of the thrombus , the patient expired.